Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026 and eventually was admitted into the intensive care unit (ICU). The patient's blood glucose levels reached above 400 mg/dl while wearing the pod on the hip/buttocks between 36 and 48 hours. Symptoms reported include vomiting. The patient was treated with an insulin drip and insulin shots. The pod was removed and discarded. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.